Event description:
During insertion of greenfield filter deployed at level of l3 in inferior venacava via femoral approach, the legs failed to open into its normal uniform position. Despite multiple attempts by interventional radiology, foreign body not extracted. Inserted in operating room by surgeon. Extraction attempted by interventional radiologist.